Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation. It was stated the implantable neurostimulator (ins) had not been working since august. It was noted the patient had not been able to charge the ins since then. Additional information has been requested, a follow up report will be sent if additional information is received.